Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that a pwd called in to report a line blocked alarm. The pwd stated that upon disconnecting the tubing from her body, she observed insulin coming out of the tubing. She reported wearing infusion sets on her abdomen and noted that approximately 130 units remained in the cassette. When asked about the infusion site, the pwd described it as slightly red and irritated. She was walked through the process of changing the infusion site and filling the cannula, allowing continued use of the filled cassette and tubing, thereby avoiding insulin waste. Emergency questions were asked, and the pwd confirmed she was okay and did not require medical attention. The site was successfully changed, and the pwd was encouraged to monitor her blood glucose and to call back with any further questions or concerns. The operator of the device was the lay user or patient. There was no patient harm/adverse event.